Event description:
One patient with discrepant sodium results. Initial result 129 mmol/l, repeat 136 mmol/l. Initial result was not reported. Field svc rep determined a mechanical malfunction to be the cause and aligned the ise dilution vessel and nozzles. The sample probe was also replaced. Performance tests were performed which were within spec.